Event description:
The customer reported that the system had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation and was unable to duplicate the reported problem. The system was tested and found to be working as intended and put back into svc.